Manufacturer narrative:
Citation: kim h, et al. Clinical outcomes of transcatheter aortic valve implantation for native aortic valves in patients with low coronary heights. Yonsei med j. 2021 mar;62(3):209-214. Doi: 10.3349/ymj.2021.62.3.209. Published online feb 15, 2021. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the feasibility of self-expanding valves in patients with low coronary heights undergoing transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between 2015 and 2019. Of the 269 patients included in the study population, 175 patients were implanted with medtronic corevalve, evolut r, or evolut pro transcatheter valves (unique device identifier numbers not provided). Patient demographics were as follows: predominantly female with a mean age of 81.5 years. Among all patients, 24 all-cause deaths occurred within one year of tavi. None of the deaths were directly attributed to medtronic product. Among all patients, in-hospital adverse events included: new permanent pacemaker implantation, stroke, myocardial infarction, and li fe-threatening or major bleeding. Adverse events that occurred during follow-up (average duration of 554 days) included: new permanent pacemaker implantation, and rehospitalization for unspecified reasons. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.